Event description:
It was reported to philips that the battery pca has bent pins. There was no patient involvement. The customer worked with the technical support representative. The customer confirmed the battery pca has bent pins. The device needs a battery pca. Upon conclusion of the evaluation, it was determined that this as the malfunctioning part. It will be replaced and then the device will be validated by performance assurance testing. The device remains at the customer site.